Event description:
It was reported that balloon rupture occurred. The target lesion was located in iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 2 atmospheres the balloon ruptured. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.